Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 600 mg/dl and current blood glucose level was 120 mg/dl. The customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer treated with boluses and injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer report customer does not allege pump was under delivering. Customer was not using the auto mode feature. The insulin pump will not returned for analysis.